Manufacturer narrative:
Philips has investigated this complaint. Based on additional information, the customer was performing a procedure that was successfully completed after restarting the system. A philips remote service engineer (rse) connected with the customer and reviewed the system logs. The analysis indicated a connection issue with the generator during system startup. After the system was restarted, it was restored to normal operation and returned to clinical use. To date, there has been no reoccurrence of this issue reported by the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an x-ray error, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.